Manufacturer narrative:
Distractor has been returned and forwarded to manufacturer for evaluation. This is second surgical procedure for this patient. This MDR is interconnected to MDR's 9610905-2010-00001 and 9610905-2010-00004.

Event description:
A dr at the hospital implanted a 02-300-30 micro-zurich 30 mm, end drive, 9 hole mesh, 1.0 mm screws, ti-6al-4v into a female pt in 2009. Distractor was explanted two weeks later, due to a possible plate break. Patient's long term health was not compromised.